Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the screen was not clear due to disconnection, there was an e216 error, there was a b30 error, the scope ID data was not included, and the curved rubber adhesive was missing. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the endoeye flex deflectable videoscope had no image due to disconnection. There were no reports of patient harm.

Event description:
The issue was found in the middle of an unknown therapeutic procedure. The procedure was completed with the same device and there was no delay.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information based on the information supplied by the legal manufacturer. Please refer to the following sections for the new information: event description.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, the event likely occurred due to the image sensor unit becoming damaged (disconnection, etc.) Or the mounted parts (ic chip, capacitor, etc.) Of the electric board are broken. Olympus will continue to monitor field performance for this device.